Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device discarded.

Event description:
It was reported that the surgeon broke off the prong on the back side of the #5 cutting block.

Manufacturer narrative:
There were no reported discrepancies for the referenced lot. Complaint history review indicated that there have been similar events for the reported lot. Device evaluation not performed as product was not returned. Medical records evaluation was not performed as no patient information was provided for review. The investigation concluded that the reported fixation peg disassociating from the triathlon 4:1 express cutting block was likely caused by a manufacturing nonconformance. Inspection of the reported device would be required for confirmation. It was concluded from the scope of CAPA (B)(4) that the supplier, (B)(6), had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available. The reported event regarding a fixation peg disassociating from a size #5 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was not confirmed.

Event description:
It was reported that the surgeon broke off the prong on the back side of the #5 cutting block.